Event description:
A hospital reported to our distributor that the mr290u autofeed humidification chamber started cracking when used with a mr850jhu respiratory humidifier and a 3100b ventilator. The hospital reported that the main airway pressure was 30 cmh2o but the delta p was unknown. No pt consequence was reported.

Manufacturer narrative:
The complaint device is being returned to the MFR in another country, for further investigation. More info will be provided once the device has been evaluated. Preliminary analysis: the cracks are likely to have occurred during use from stresses induced by high frequency oscillations on the plastic chamber dome from the adult oscillatory ventilator. We were unable to perform a lot check for this complaint. Our monitoring and trending of this type of event for cracking chambers shows a rate of occurrence worldwide for the last year of 0.0011%.